Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed. A complete lead was returned in one piece for analysis in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. The impedance test was not performed due to the condition of the lead, as received. Visual and x-ray examinations of the lead found no anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high pacing impedance and failure to capture. The ra lead was not used and replaced during the procedure. The patient was in stable condition.